Manufacturer narrative:
Concomitant medical products: d354trg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited oversensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.